Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation of the device. The door is activated by a touch panel. The reported event may have been caused by inadvertent activation of the touch panel by user facility personnel. The technician tested the unit, confirmed it to be operating according to specifications, and returned it to service. The technician counseled user facility personnel on proper use and operation of the amsco 7052 hp washer/disinfector. No additional issues have been reported.

Event description:
The user facility reported that while removing instruments from an amsco 7052 hp washer/disinfector, the washer door contacted on an employee's forearm, resulting in a bruise. The door retracted after contacting the employee's forearm, and the safety bar functioned as designed. Medical treatment was sought; however, it is unknown what medical treatment was administered.